Event description:
Patient experienced chlorhexidine anaphylaxis with catheter use. Post induction of anesthesia the cvc was inserted. Soon after the patient experienced sudden hypotension and cardiac arrest. CPR was performed and the patient was given adrenaline and fluids. The patient survived. Surgery was postponed and the patient waited 6 weeks for allergy testing which confirmed an allergy to chlorhexidine.

Manufacturer narrative:
(B)(4). The customer report of an allergic reaction was confirmed by the event details of the reported complaint. The patient had an allergic reaction and later confirmed to have a chlorhexidine allergy. Chlorhexidine is included in the coating of the catheter in this kit. The instructions-for-use (IFU) provided with this kit states, "the arrowg+ard blue plus antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs." The IFU also instructs, "perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs." A device history record review could not be performed as no lot number was provided and a potential lot could not be determined based on a sales history review for this customer. Based on the information provided, unintentional use error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Patient experienced chlorhexidine anaphylaxis with catheter use. Post induction of anesthesia the cvc was inserted. Soon after the patient experienced sudden hypotension and cardiac arrest. CPR was performed and the patient was given adrenaline and fluids. The patient survived. Surgery was postponed and the patient waited 6 weeks for allergy testing which confirmed an allergy to chlorhexidine.